Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Product ID: 3037, serial#: (B)(4), product type: programmer, patient. Product ID: 3889-28, lot#: va0u282, implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient could hardly sit down and had discomfort from surgery. This began once the anesthesia wore off. The patient never had therapeutic effect since implant. The patient was still running to the bathroom like crazy. The patient was still taking mybetrix. The manufacturing representative set the implantable neurostimulator (ins) at the lowest level and instructed the patient not to increase for 2 weeks. The patient experienced increased incontinence and urgency. The patient had talked to the physician and increased stimulation and she could feel it. The patient had been increasing every day, but did not notice a change in her symptoms. The patient¿s implant site was still swollen, but she did not have bandages. The patient never received the patient manual, quick guide and symptom diary. No further complications were reported or anticipated. Additional information was received. It was reported that the patient had never been able to increase past 3 or 4 because it caused pain and discomfort. Patient reported they had increased a couple of points and then later that night, while changing, patient felt a horrific pain in the buttocks area, a little bit down from where the ins was located. Patient stated it felt like they were stung by a bee, further stating they almost passed out from the pain. Patient also reported they had been seeing a pain management physician for pain they had been experiencing, they were unaware if this pain was related to their device. Patient further reported that they only had 3 leads implanted and they should have had 4. Patient stated the healthcare provider could not get the 4th lead to work when they attempted to implant it, so that is why the patient only had 3.